Event description:
The customer reported that he seeks medical attention for his high blood glucose over 500mg/dl. Troubleshooting was performed. The customer was treated with the insulin pump and manual injections. Ran a fixed prime and the insulin did exit. Performed a high pressure test and the test failed. It was stated that the doctor did not recommend using the insulin pump. Advised the customer that a replacement of the insulin pump will be sent. No further info was provided.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functioning testing included the displacement test. After testing it was concluded that the device operated with specifications.